Event description:
It was reported that a shaft break occurred requiring additional surgery. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 38mm synergy shield drug-eluting stent was advanced for treatment but was unable to pass through the lesion. After the device was withdrawn, it was noted that the delivery shaft was fractured. The patient was hospitalized and an additional procedure was scheduled to remove the device fragment. It was further reported that the device was successfully removed via an additional procedure and there were no patient complications reported. The patient was stable post-procedure.

Event description:
It was reported that a shaft break occurred requiring additional surgery. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 38mm synergy shield drug-eluting stent was advanced for treatment but was unable to pass through the lesion. After the device was withdrawn, it was noted that the delivery shaft was fractured. The patient was hospitalized and an additional procedure was scheduled to remove the device fragment.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Investigation results: device analysis findings: the device was contaminated and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended user error caused or contributed to the event. This investigation is assigned a conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. Based on the reported event it is most likely that reported shaft break occurred due to product handling and unintentionally excessive force being applied to the delivery system while attempted to cross the diffused lesion located in the severely tortuous and severely calcified lad. Based on the medical review task conducted for this complaint, the reported clinical event is anticipated per the IFU.

Event description:
It was reported that a shaft break occurred requiring additional surgery. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 38mm synergy shield drug-eluting stent was advanced for treatment but was unable to pass through the lesion. After the device was withdrawn, it was noted that the delivery shaft was fractured. The patient was hospitalized and an additional procedure was scheduled to remove the device fragment. It was further reported that the device was successfully removed via an additional procedure and there were no patient complications reported. The patient was stable post-procedure.